Event description:
During a coronary drug eluting stenting treatment procedure the balloon burst. A taxus liberte 3.5x20mm drug eluting stent was deployed in an unk vessel. The delivery system balloon was inflated to 18 atms and the balloon was retrieved without a problem. It was reported that the pt was in good condition. This product is only ous approved, but it is similar to a marketed us device.